Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the led on the recorder started blinking red on the evening, which indicated that there was a signal transmission error. The patient was prepped for the procedure, was under anesthesia, but there was no patient harm, no intervention was required, and a repeat procedure was needed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure, a lubricant was used to facilitate capsule placement and no lubricant went to the capsule chamber, and the delivery system and the capsule will not be returned for investigation. The recorder will be returned for investigation.